Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Reason for reoperation: rupture.

Event description:
Patient representative reported "extensive fluid around the left silicone prosthesis," "unilateral swelling of the left breast, following diagnostic sampling and pa analysis of the fluid resulted in the diagnosis alcl;" histopathological markers of cd30 positive and alk negative have been confirmed. Pathology report received noting that "so far insufficient arguments for localisation of bia-alcl." Final immunocytology reported ¿no signs of epithelial malignancy;¿ alcl has not been confirmed against this device. Additionally reported was a possible rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "fluid" and "diagnosis of alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported ¿unilateral swelling of the left breast¿ and treatment required ¿bilateral explantation of the prostheses and capsulectomy due to alcl¿. Pathological markers have not been received. The affected side has been specified as left. The device has been removed.